Event description:
On (B)(6) 2010, pt reported a full cartridge of insulin leaked into the infusion device causing a large amount of insulin to spill inside of her infusion device cartridge compartment and lead to a blood glucose reading of 425 mg/dl. Pt's normal blood glucose range is 120-180 mg/dl. Pt did not report seeing any damage to the insulin cartridge. Advised pt to switch to her backup infusion device. Assisted pt with programming her backup infusion device. Pt was able to reconnect to her infusion site after priming her infusion tubing and placed the backup infusion device into run mode. Pt discarded the insulin cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, infusion adapter and infusion set for eval; replacement product was sent.